Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to sign in to station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system station was failed to login. A technical supports specialist dialed into the station and logged in as cfnadmin and then enabled auto login to cfnapp. Launched medstation application checked synchronization status. Verified server synchronization and debug logs. After rebooted the station and it's functioning properly. Customer approved to case closure. The system functioned as intended after the technical supports specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to sign in to station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.